Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into an off-label insertion site on (B)(6) 2025. According to the patient, on (B)(6) 2025, the patient developed a redness and pimples/bumps under the sensor pod area only on the leg. On an unknown date, the patient went to an urgent care clinic and had the site assessed and was prescribed an unspecified oral antibiotic medication. At the time of the report, the patient was doing well. Multiple attempts to contact the reporter were made; however, no photos or other details were obtained. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.